Manufacturer narrative:
A review of the device history record for this device does not reveal any discrepancies relevant to the reported event.

Event description:
The physician used the nitrex wire to access the svc, however, there was difficulty advancing the catheter over the wire. The physician removed the wire and reshaped and reinserted it to repeat the catheter advance maneuver, but again had trouble following the wire. The physician again removed the wire and the tech noticed the tip of the wire was missing. Two centimeters of the nitrex wire was left in the vein. A PICC was placed from the left. The wire tip was then retrieved from the right via a 5f sheath and snare. No injury to the patient reported.